Event description:
It was reported by repair work order that the fowler was drifting down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed an evaluation and determined the fowler was drifting; however, the bed could not be located to perform by a stryker tech to perform an evaluation customer to contact stryker if they locate the bed and wish to repair it in the future. Customer performed evaluation.

Event description:
It was reported by repair work order that the fowler was drifting down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.